Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the cassette and into the cycler during fill 1 of treatment. The pd nurse noticed the leak upon opening the cassette door. The pd nurse also noticed a crack on the tubing set when removing it from the cycler. Patient required no medical intervention. Sample has not been received by the MFR.